Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to uterine prolapse, cystocele, rectocele and sui. It was reported that the patient underwent a cystoscopy and suprapubic tube placement on (B)(6) 2005 due to urinary retention. It was reported that the patient underwent a cystoscopy on (B)(6) 2007 due to foreign body in urethra and underwent excision of eroded suture and granulation tissue, cystourethroscopy on (B)(6) 2012 due to eroded vaginal suture and eroded urethral mesh from prior sling procedure. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 2/26/2016, it was reported that following insertion the patient experienced urinary/bowel problems, organ perforation, bleeding, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of a scar tissue, add'l surgeries and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced dysuria, frequency, and recurrent uti. (B)(4).